Event description:
14 lots of vitagel were delivered late due to a snowstorm. If the product did freeze while delayed, the efficacy of the product is unknown, therefore new product was shipped and product that was delayed in delivery was recovered and returned to (B)(4).

Manufacturer narrative:
Device is being scrapped.